Manufacturer narrative:
(B)(4). After inserting a battery, unit received with failed battery test due to moisture damage on pcba1. Unable to perform displacement, sleep current measurement, active current measurement and self-test or verify battery power loss alarm or communicate to sensor simulator, bg meter due to the failed batt test alarm. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had had an issue. Customer stated insulin pump appeared to be working fine. Previous insulin pump wasn't working correctly. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.